Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the o2 sensor and to re-run calibrations and re-test. Customer reported having replaced the o2 sensor and unit passed all testing. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator failed the o2 (oxygen) sensor calibration. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.